Manufacturer narrative:
The mesh assembly was returned with both dilators separated from the mesh sleeve. Only the mesh assembly was returned. Visual examination of returned device revealed that one dilator had a portion of the mesh sleeve bonded to it. The sleeve material was stretched, indicating that a force greater than the minimum drawing requirement of 4 lb-f was applied. The other dilator had been cut from the mesh sleeve. Operational context contributed to the event.

Event description:
It was reported to boston scientific corporation that a lynx suprapubic midurethral sling system was used during a sling placement procedure. The patient age was reported to be over (B)(6). According to the complainant, one of the blue dilators and association loops detached from the mesh assembly while the physician was pulling the mesh sleeve through the tissue. This occurred on the patient's right side. It was reported that the dilator ripped completely off the plastic mesh sleeve, but that it did not detach inside the patient. The physician completed the procedure with another lynx sling system without any patient complications. The patient's condition at the conclusion of the procedure was reported to be "fine."

Event description:
It was reported to boston scientific corporation that a lynx suprapubic midurethral sling system was used during a sling placement procedure. The patient age was reported to be (B)(6). According to the complainant, one of the blue dilators and association loops detached from the mesh assembly while the physician was pulling the mesh sleeve through the tissue. This occurred on the patient's right side. It was reported that the dilator ripped completely off the plastic mesh sleeve, but that it did not detach inside the patient. The physician completed the procedure with another lynx sling system without any patient complications. The patient's condition at the conclusion of the procedure was reported to be "fine."